Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 20 synergy¿ drug-eluting stent, the stent dislodged when the device was removed from the hoop. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.